Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 23-feb-2018 with the following findings:. During investigation, battery compartment and cap are undamaged and able to fit securely, the pump powers up with auditory and vibration to a blank screen, reported ¿blank screen ¿complaint is duplicated. The pump¿s cover was removed, u22 eeprom component was found cracked . A unity test code downloader tool application was used to upload test code to master/slave/periph processors. The upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2¿. (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is conclude. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no serious injury associated with the complaint.